Event description:
Approx two mos post-op the pts internal spinal fixation construct disassembled. The rods disengaged from the screws. The instrumentation was replaced with a stainless steel version.